Manufacturer narrative:
St. Jude medical ICD implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leads were explanted due to a cutibacterium acnes infection. The leads were replaced four days later. No further patient complications have been reported as a result of this event.